Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that in 2007, he had a low blood glucose reading of 54 mg/dl with his normal reading being 100 mg/dl. He stated he fell asleep in front of the television and when his wife could not wake him up, she checked his reading. He said she made him drink some orange juice to correct his blood glucose levels and, because she was worried, she called the paramedics. He stated that when the paramedics arrived, they confirmed the orange juice had brought his blood glucose to an acceptable level. The patient stated he ate dinner that night but may have over-bolused for his meal. He stated, "I only had 4 units of insulin left in my cartridge and I needed to use it up before I changed it." During troubleshooting, the patient stated he had not adjusted the time on his insulin infusion device for daylight saving time. He was assisted in doing so. Troubleshooting did not find any product issues related to this concern. No product was requested to be returned for evaluation.